Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: all poly patella catalog # 00597206529 lot # 63458164, femoral component catalog # 00595601602 lot # 63546355, art surface component catalog # 90597003012 lot # 63466504, unknown refobacin cement, unknown palacos cement. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00280, 3007963827-2019-00112, 0001822565-2019-01599. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total knee arthroplasty and subsequently at her one year follow up appointment the patient reported severe pain, extreme difficulty with activity of daily living, limping, unable to kneel, difficulty sleeping due to pain, difficulty ambulating, extreme difficulty using stairs, and feeling "knee giving way." Outcome was tolerated; type of intervention was not noted.